Manufacturer narrative:
The day prior to the event ((B) (6)2009), preventative maintenance was performed per customer request because, the table rotational locks "seemed weak". The initial inspection by the ce indicated that the locks were holding as they normally do. He disassembled the table and cleaned and adjusted the locks. The ce returned the lab to the customer at 1:30 pm. He advised the customer that when they transfer pts on and off the table, to make sure the table top is positioned to center, the pt's weight over the table base. Otherwise, the friction locks may slip. The customer used the equipment the rest of the day and all day the following day without incident until 4:55 pm ((B) (6)2009). The ce was called by the customer to advise that the table locks were not holding. The ce was told that they were trying to manipulate a large pt. The following day ((B) (6)2009), the ce conducted testing to compare measurements for the force required to overcome table rotational locks of the three cat-850b tables at the customer site. Results for all three tables were similar to each other. During the testing, the table performed without problems, but just as the testing was completed, the ce noticed the locks were not holding as they should and found the drive transistors on the table control board were hot and one shorted out. Inspection indicated a small nick in one of the lock's wire insulation at the point that the wire enters the magnet. The table control board was replaced and lock adjustments completed per the maintenance manual. The ce remained on site to monitor equipment operation during a pt exam. There were no issues with the procedure.

Event description:
A female pt (B) (6) was in an agitated state. Four of the departmental staff were rolling the pt to change a wet pad. The pt began to thrash and the staff was trying to control her. The staff stated the table rotational locks gave way and the pt fell on top of one of the male staff members. The pt was sent for a CT exam and there did not appear to be any injury.